Event description:
It was reported that the tissue pad of the thunderbeat peeled off. The issue occurred during a therapeutic partial thyroidectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d8, d9. Correction: h4. The device was returned to olympus for inspection and the reported failure of peeling tissue pad was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tissue pad has detachment. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the grasping section was closed without grasping any tissue (including after tissue resection) while the output was activated in seal & cut mode, leading to partial peeling of the tissue pad. Force applied to the peeled tissue pad caused it to detach. Olympus will continue to monitor field performance for this device.